Event description:
Pump was sent to clinical engineering for testisng after patient allegedly received bolus of medication. Pump was tested at setting of 5cc/hr on channel. Initially, pump seemed to be working ok, but after approxiamtely two (2) minutes the test fluid was notedd to be flowing faster than expected. No error codes or alarms occurred. The pump was opened, the plastic on the pump head assembly was found to be craked. Since the incident, all pump assemblies on the pc-2 units have been checked for cracks. One other unit was found to be partially cracked. Both units remain temporarily out of service.patient had received an indeterminate amount of lidocaine, which allegedly causes a grand mal seizure, requiring intubation of the patient. The patient then received via the same pump an infusion of dopamine for hypertension. The patient developed a severe tachycardia with severe hypertension. The dopamine was noted to be running wide open even though the pump was on a pump controller set 2cc/hr. There was no error code or alarm which signeled any problem. Patient was stablized and two days later was extubated and transferred out of icudevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.